Event description:
Clinical trial. It was reported that post index procedure a stent fracture occurred. The pt presented to the index procedure with unstable angina. The index procedure treated a lesion in the mid right coronary artery (rca). The lesion was 2.8 mm long, 28 mm wide, and 95% stenosed. Treatment consisted of a 3.0 x 32 mm taxus express2 stent. Residual stenosis was 0%. The index procedure was complicated by a grade a dissection at the distal end of the target lesion. The pt developed pericardial effusion and was returned to the or for an emergency pericardial window. This subsequently led to drainage of over 400 cc of blood from the pericardial sac, transfusion of two units of red blood cells and platelets, and cardiac tamponade. The pt was discharged 5 days later on protocol doses of plavix and aspirin. The study core lab reviewed angiographic data (dated 982 days after the index procedure) for this pt in 2007. This review identified that a stent fracture occurred. The fracture type was identified as a type 2 stent fracture (incomplete transverse stent fracture). Pt status is unk. Add'l info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.